Manufacturer narrative:
A review of complaint history was conducted for lot number: 2502048, and no other complaints associated with leakage below the drip chamber were identified for this lot. A review of the certificate of conformance documentation confirmed that the lot met all applicable manufacturing and release specifications, with no failures noted during production testing. The customer reported that the affected tubing sets were discarded and will not be returned to intuvie for evaluation. Therefore, the manufacturer was unable to perform a direct examination of the reported product. A corrective and preventive action (CAPA) was initiated to further evaluate the reported failure. Refer to (B)(4).

Event description:
It was reported to intuvie that three IV tubing sets (item: bx-70070) from lot number: 2502048 (expiration date: 02/28/2028) leaked from an area below the drip chamber immediately upon removal from the packaging. The three tubing sets were from the same box. No patient injury or adverse event was reported.